Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their blood glucose level had been as high as 540mg/dl. The customer states they had issues with administering max bolus. It was not able to be determined if the customer treated for the highs. The customer declined to troubleshoot for the highs and would be monitoring the device.